Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the output connector assembly was broken. The external pulse generator (epg) failed backlight on/of difference. Backlight issue, connector on main printed circuit board (pcb). The hanger assembly was broken, upper case and lower case were damaged, encoder assembly and knobs were contaminated, display wire insulation was pinched, wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator (epg) was damaged. The epg was returned for service. No p atient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator (epg) was damaged. The epg was returned for service. No patient complications have been reported as a result of this event.